Event description:
During evaluation of a 1000ml calibration bag, a white particulate was found inside the bag. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The bag was evaluated. Visual inspection was performed and a piece of white particulate was found inside of the bag. The cause of the particulate could not be determined; however, may likely be due to variations of the manufacturing process which resulted in some particulate contamination to be embedded inside of the bag. Should additional relevant information become available, a supplemental report will be submitted.